Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the g5 mobile application did not alert for a high value of 207mg/dl. Data was available for evaluation. The reported g5 mobile application not alerting was not confirmed. A probable root cause could not be determined. No additional event or patient information is available.